Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had ventricular episodes stored due to oversensing of electromagnetic interference (emi) from electrocautery. The episodes occurred while the patient underwent a procedure. Technical services (ts) was consulted by the calling patient and discussed they should be review the episodes with their physician. This crt-d remains in service. No adverse patient effects were reported.